Event description:
Customer states the system would not play back cine runs on an intermittent basis. No pt injury.

Manufacturer narrative:
Service call cancelled, customer to order and replace hard drive.